Manufacturer narrative:
Additional information was received that device malfunction was suspected with the replaced ipg. The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a decline in charging efficiency. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. It was noted that the tail was damaged from a previous revision. Device malfunction was suspected. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a decline in charging efficiency. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. During the procedure, the right tail of the lead could not be inserted into the new ipg. It was discovered that there was swelling of the plastic between the contacts on the proximal end of the lead. The physician believed that the lead could have been over inserted during original implantation. The physician hooked up the new ipg to the left tail of the lead, and left the unused tail in the pocket. The patient was referred to another physician for a lead revision procedure. Additional suspect medical device component involved in the event: model #: sc-8116-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing a decline in charging efficiency. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing a decline in charging efficiency. The patient will undergo an ipg replacement procedure.